Manufacturer narrative:
Relevant tests/lab data corrected lmca: widely patent; lad: 80% in-stent restenosis of a previously placed stent in the mid lad; 80-90% ostial in-stent restenosis of a previously placed stent in the 1st diagonal; lcx: 80% in-stent restenosis of a previously placed stent in the proximal lcx. Not rca: known occlusion with bypass graft to the rima to distal portion with diffuse non-obstructive disease; mid lad: 80% in-stent restenosis of a previously placed stent; 1st diag: 80% in-stent restenosis of a previously placed stent; prox cx: 80% in-stent restenosis of a previously placed stent. As previously stated, and updated with additional results. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 134 days post index procedure, the lesion located in the mid left anterior descending artery was treated with pre-dilatation with balloon angioplasty and placement of a 3.5 x 28 mm promus drug-eluting stent. Following post-dilatation, residual stenosis was <10%.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 134 days post index procedure, the lesion located in the mid left anterior descending artery was treated with pre-dilatation with balloon angioplasty and placement of a 3.5 x 28 mm promus drug-eluting stent. Following post-dilatation, residual stenosis was <10%.

Event description:
(B)(6). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and restenosis. Target lesion #1 was a bifurcated lesion located in the mid left anterior descending (mid lad) artery with 80% in-stent restenosis and was 28 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Target lesion #2 was a bifurcated lesion located in the 1st diagonal with 80% in-stent stenosis and was 12 mm long with a reference vessel diameter 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 16 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Target lesion #3 was located in the proximal circumflex with 80% in-stent stenosis and was 34 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. The patient was discharged the next day on aspirin and prasugrel. On the 134 days post index procedure the patient presented with chest pain, radiating to his left shoulder and shortness of breath. Coronary angiography revealed diffuse 80% in-stent restenosis of the mid lad. The patient was treated with an angioplasty balloon and an unknown drug-eluting stent. Residual stenosis was 10% and timi flow was 3. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was further reported that at the time of the re-intervention in-stent restenosis was also discovered in the proximal lad as well as the mid lad.